Event description:
Hospital received a report that a patient who had calcaneal orif surgery in july 2005 has an ongoing infection. The patient was implanted with isotis orthobiologics orthoblast ii putty, 5cc, lot: 410036/040941 plus cancellous bone from bone bank allografts. Infections was reported as staphylococcus (coagulase negative) and corynebacterium. Patient is being treated with antibiotics.